Event description:
Patient had an endeavor drug eluting stent implanted in an unknown vessel during a non target vessel revascularization approximately 11 days post initial index procedure. A gi bleed was reported to have occurred approximately 20 months post procedure. Investigator assessed that the event was not related to the study device. Patient suffered another gi bleed approximately 21 months post procedure. A colonoscopy and polypectomy were performed. It is reported that the patient was in remission. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (haemorrhage), conclusions: known inherent risk of procedure (haemorrhage). (B)(4).